Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek soft touch lancet device after firing. The reporter is using tech light 25-gauge lancets (non-accu-chek) for the lancet device. No treatment given based on the lancet device issue. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.